Manufacturer narrative:
Follow-up #1: date of submission 03/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: there were pump reboot events observed in the black box to support power loss. The battery cap tightened securely onto the pump and was able to maintain an electrical connection. There was no damage to the battery compartment. The battery cap was undamaged. Upon investigation, it was found that the l2 component (motor regulator) was broken off of the printed circuilt board.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump had an issue with intermittent power. The reporter stated that the battery cap was damaged. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The battery cap has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.